Event description:
It was reported that an aiming arm was missing pieces during a surgical procedure on (B)(6) 2015. The pins that hold the gold rim and the spring assembly together were reportedly missing. As a result, the gold cap would not stay attached to the device. No reported patient harm. The procedure was completed successfully with no known delay(s). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned device shows regular use during its twelve plus year lifespan, with numerous scratches and hammer marks on the body. The device is functional, but all four pins holding the gold cap on are missing. Since the device's manufacture date, the design changed to increase the retention of the pins. This complaint is confirmed, and is the result of both the design coupled with wear. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The current drawing for the device(s) was reviewed and no drawing issues or discrepancies were noted. A design change was made to increase the retention of the pins on the gold cap. Accumulated wear, as well as the design was the cause of the complaint condition. The current design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): the subject device has been received and is currently in the evaluation process.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: a total of ninety (90) units from trochanteric fixation nail were purchased from (B)(4), part number 357.366, lot number 4438938 on december 20, 2002. During synthes inspection, (B)(4) unit showed an above specification result on d1 dimension; (B)(4) units did not comply with visual criteria, presenting with nicks and scratches; and (B)(4) units had documentation issues on the supplier certificate of compliance. A material review report was generated to document the investigation of these non-conformities. The (B)(4) units with quality issues were returned to the vendor, so that they could be reworked. A replacement was required by may13, 2003. Vendor provided correct documentation for the (B)(4) units with documentation problems. A total of (B)(4) units were accepted and released to warehouse on may 14, 2003. A review of the device history records indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product released was manufactured to specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.